Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii from the l3 lumbar, persistent endoleak type ia and endoleak type iiib with partial crown separation of the suprarenal cuff. Clinical evaluations was unable to find substantial evidence to support the following reported events; inflammation of the sac, and secondary reline with a non-endologix device. The reported endoleak ib was refuted. Additionally there was evidence to reasonably support the following observations; aneurysm enlargement at 45 months post implant. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent lumbar arteries, likely contributed to the procedure-related harm: type ii endoleak. The most likely cause of the loss of seal was related to the persistent type ia and type iiib endoleaks, first noted at 22 months post implant. The inflammation of the sac could not be confirmed due to a lack of relevant medical records. Associated clinical harms for this device failure include: aneurysm enlargement, inflammation, and secondary endovascular procedure. The final patient disposition was reported as doing well post relining procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Event description:
Additional information was received 01/04/2018. The patient was relined with a non-endologix device in (B)(6) 2017. The patient was reported to be doing fine with no issue post secondary procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and suprarenal device. Upon a recent check up for a non related issue, the physician noted a possible sac inflammatory issue, an endoleak type ii, and possible endoleak type ia or ib. There is currently no plan of an intervention. As of this report, there has been no additional patient sequelae reported.